Event description:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have cough and expectoration extensively. There was no report of serious and permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was performed by the manufacturer. The manufacturer found light signs of wear and tear. An internal visual inspection was completed by the manufacturer. The manufacturer found light beige dust contamination throughout the air path including in the blower, throughout the blower box assembly, and in the indentations for the pollen filter at the air inlet. The device's downloaded event log was reviewed by the manufacturer and found 1 instance of e-53. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed the presence of dust contamination.